Manufacturer narrative:
The patient bmi (B)(6) (obese). Additional information received on 04 february 2017 and includes: just the cup was loosened. The surgeon had to pull the stem to get to it because of the approach. Batch review performed on 21 february 2017. (B)(4).

Event description:
The patient came in complaining of instability. The patient became loose when she put her full weight on the hip. The surgeon revised all medacta product. Just the cup was found loosened. The surgery was completed successfully. X-rays and explants are not available.